Manufacturer narrative:
D10: 300-01-09 - eq humeral stem primary, press fit 9mm: (B)(6). 320-38-00 - eq 145-deg pe 38mm hum liner +0: (B)(6). 320-10-00 - eq reverse adapter plate tray +0: (B)(6). 320-01-38 - equinoxe reverse 38mm glenosphere: (B)(6). 320-15-01 - equinoxe rev glenoid plate: (B)(6). 320-15-05 - equinoxe rev locking screw: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 1038671-2025-02981, 1038671-2025-02982. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced aseptic glenoid loosening of the glenoid component and humeral loosening with severe osteolysis due to severe particulate wear disease. As a result, approximately 10 years after initial replacement, the patient was determined to need surgery but is too frail to undergo the procedure. No further impact to the patient was reported. No other information is available. It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, ten (10) years later, the patient experienced aseptic glenoid loosening of the glenoid component and humeral loosening with significant osteolysis due to significant particulate wear disease. As a result, the patient was determined to need revision surgery but was reported as too frail to undergo the procedure. No surgical or medical interventions were reported. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: h6. The following sections were corrected: d4: catalog number unknown, d6a, h4: date unknown. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from glenoid loosening, humeral loosening, or prosthesis wear as reported. However, the failures cannot be confirmed and any potential contributions from manufacturing, user, or patient-related contributing factors to the event cannot be evaluated as no radiograph, images, or clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.